Event description:
Report received from the USA regarding a motor device in which, during set-up, an e6 error code occurred "indicating the handpiece is overheating". There was no delay in surgery reported, as an identical spare device was available. The exact event date was unknown. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).